Event description:
New information received notes that device was reprogrammed and no issues were noted since. Device is functioning well. The patient was stable before, during and after the device interrogation.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. The programming changes will be discussed with the following physician.